Event description:
During preparation for a percutaneous coronary intervention (pci) procedure, the physician noticed that the fluid leaked from the intravascular ultrasound (ivus) catheter's guidewire canal area during flushing. The physician proceeded with the case, the ivus catheter was used several times to confirm the lesion located in the left anterior descending (lad). After the ivus catheter had been removed from the patient, the physician touched the distal tip and it suddenly broke. The case was completed with another ivus catheter.